Event description:
An explant report completed by the physician, was received by distributor with the return of the associated implantable cardiac defibrilltor. The reason for removal of the adapter is stated as, "electrical noise, cracked."